Manufacturer narrative:
A gambro polyflux 170 h dialyzer was used in the dialysis treatment. The dialyzer was discarded by the facility. The lot number remains unknown and therefore, no lot history record check or complaint history file check could be performed.

Event description:
During a dialysis treatment the patient experienced shortness of breath, cramps, headache and vomiting. Treatment was discontinued and the blood in the circuit was returned to the patient. The patient became unresponsive, although his vital signs were stable. The patient was admitted to the ICU via ambulance and was somnolent for several days.